Event description:
It was reported that the infusion sets were leaking at the screw connection to the syringe. The patient faced the issue with several sets.

Manufacturer narrative:
Initial 1 of 2: e1: event country: germany, name: (B)(6), country: united states of america, street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.